Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation surgery for the trochanteric fracture of femur with the tfna. The surgery was completed successfully without any surgical delay. A telescope had been confirmed since immediately after surgery. During follow-up, it did not lead to cut-out. However, because the patient developed pain on (B)(6) 2022, tnfa was removed and replaced with tha on (B)(6) 2022. The revision surgery was completed successfully without any surgical delay. This report is for one (1) tfna helical blade l90 tan this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: the photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that there was no damage or defects with the tfna helical blade l90 tan. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. The overall complaint was not confirmed for tfna helical blade l90 tan. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6: a device history record (DHR) review was conducted: part #: 04.038.290s. Lot #: 45p9513. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 26 feb 2020. Expiration date: 01 feb 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.